Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that multiple intermittent unknown alarms occurred and that the pump shutdown unexpectedly. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.